Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2013 with the following findings: during investigation load step malfunction was verified in black box. Attempted rewind, load and received a no cartridge detected alarm. Force sensor calibration was out of specifications. The force sensor flex trace was cracked at pin connection.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction. The pump displays a "no cartridge detected" warning during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.